Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was exercising and received an inappropriate therapy from their implantable cardioverter defibrillator (ICD) when the device detected the fast rate as a ventricular fibrillation (vf) event. It was indicted that the patient was non- symptomatic with elevated sinus rhythm. Follow up was conducted and reprogramming was completed. The device remains in use. No further patient complications have been reported as a result of this event.